Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receiving a check IV set message on device (s/n (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer receiving a check IV set message on device (s/n (B)(4)). Explained problematic issue to customer. Customer mentions they had replace both bottle/patient side pressure sensors. Step through task of analog sensors in system maintenance. Customer not seeing any change of voltage display for sensor readings. Informed customer the logic board will need to be repair/replaced. Customer given part number for replacement logic board. Informed customer, if any further concerns and/or issues to give a call back. End call. Ref:_00d30y0yr._5000l1qiogo:ref